Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the correct model (spl-t) and serial number ((B)(6)) of the device. A separate MDR has been submitted to reflect the correct device. Reference report# 3011050570-2024-10185-00.

Event description:
It was reported that during a therapeutic mini percutaneous nephrolithotomy lithotripsy, the ultrasonic lithotripter transducer did not work, the handpiece gets hot, and had no power. The intended procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic mini percutaneous nephrolithotomy lithotripsy, the ultrasonic lithotripter transducer did not work, the handpiece gets hot, and had no power. The intended procedure was completed using the same device. There were no reports of patient harm.